Manufacturer narrative:
H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include endoleaks or aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent an endovascular treatment for abdominal aortic aneurysm using non-gore stent (afx®) and gore® excluder® aaa endoprosthesis. Afx® was used as the main device and an aortic extender endoprosthesis was implanted proximally (in the proximal neck). On an unknown date, rapid enlargement of the aneurysm was observed (size unknown). It was reported that the enlargement was observed from approximately 3 years after the initial procedure. On (b(6) 2023, a reintervention was performed. To reline the previously implanted stent grafts, additional stent grafts were implanted from under the renal arteries to both common iliac arteries. The patient tolerated the procedure. The physician stated as follows; no obvious endoleak was observed on CT, but the diameter of the aneurysm rapidly expanded. Angiography was performed several times, but no endoleak was found. They think that a type iiib endoleak from afx® probably occurred.